Event description:
Dealer stated that the brakes on an (B)(4) transport chair were slightly too tight on the right front caster, out of the box. Dealer reviewed owners manual and loosen the screw to resolve the issue.